Manufacturer narrative:
Pr 712256 follow up emdr submission for manufacture evaluation. One sample was received for evaluation. Evaluation of the complaint sample was able to confirm the reported failure mode. The stylet assembly could only be removed after using excessive force. Epoxy glue is used to permanently bond molded handle components together during the needle assembly. Upon the removal of the stylet, the inspection noted the remnant of glue on the needle handle causing the stylet to not be able to be removed. The most likely cause is excess glue from this assembly process. A review of the device history record shows that all inspection results passed per the DHR process and no anomalies were noticed during production. Based on the investigation results, the most probable root cause was identified as an error by the sealing operator and oversight during quality inspection. All applicable manufacturing associates will receive awareness training. Additionally, a CAPA (corrective action preventive action) has been initiated to further investigate this failure and identify/implement additional corrective/preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
The pouch was not properly sealed.6march2019: additional information received from the manufacturing plant upon evaluation of the sample. The package seal didn't align in the sealer and sealed it at an angle with an open seal at the edge.

Manufacturer narrative:
(B)(4) follow up emdr for correction of manufacture narrative. Inadvertently stated: one sample was received for evaluation. Evaluation of the complaint sample was able to confirm the reported failure mode. The stylet assembly could only be removed after using excessive force. Epoxy glue is used to permanently bond molded handle components together during the needle assembly. Upon the removal of the stylet, the inspection noted the remnant of glue on the needle handle causing the stylet to not be able to be removed. The most likely cause is excess glue from this assembly process. Instead of the intended: one sample was received for evaluation. Evaluation of the sample confirmed the reported failure mode (package seal integrity poor).

Event description:
The pouch was not properly sealed. 6march2019: additional information received from the manufacturing plant upon evaluation of the sample. The package seal didn't align in the sealer and sealed it at an angle with an open seal at the edge.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
The pouch was not properly sealed. On 6march2019: additional information received from the manufacturing plant upon evaluation of the sample. The package seal didn't align in the sealer and sealed it at an angle with an open seal at the edge.